Manufacturer narrative:
Use of liquiband optima to close a wound on the eyebrow arch in a child and a drop of glue fell in child's eye. Guidance as per the IFU was followed. Unfortunately, due to the sensitivity of the site and young age of the patient, removal attempts by simple irrigation with saline and soft paraffin were prolonged. The glue was eventually removed with saline and vaseline but unfortunately the child sustained a small corneal abrasion. The liquiband optima IFU has the following warning identified in the IFU which indicates a method of prevention for this incident- 'use of cyanoacrylate tissue adhesive near the eye has inadvertently caused some patient's eyelids to be sealed shut. Whenclosing facial wounds near the eye, please position the patient so that any runoff of adhesive is away from the eye. The eye should be closed and protected with gauze. Prophylactic placement of petroleum jelly around the eye, to act as a mechanical barrier or dam, can be effective at preventing inadvertent flow of adhesive into the eye.' As the IFU indicates the method to avoid accidental discharge of glue into eyes, this event is determined to be a user error.

Event description:
The complainant reported that after use of liquiband optima to close a wound on the eyebrow arch of a child in a pediatric emergency room. The doctor in charge maintained liquiband optima above the child prior to application. After activation of the device by pressure on wings, the glue did not imbibe the applicator tip. Subsequently to a harder pressure, a drop of glue fell in child's eye (inferred as not protected by a compress). After cleaning the eye with water, the patient was transferred in ophthalmological department to open eyelids and treat a keratitis.